Event description:
Initial reporter indicated that they had a problem with a programming session with their patient. Reported "patient was in for office visit and she interrogated patient and when she pressed the interrogate button the patient immediately started screaming that she couldn't breath." Reporter indicated that prior to this the patient was programmed at 1.25 output current with 250 pulse width. The settings were checked on the handheld and it was set to 1.5 output current and 500 pulse width. The settings were immediately changed back to what patient was previously on and then in the course of the office visit she changed patient's settings to 1.50 output current, 250 pulse width before patient left office without difficulty or further incident. Manufacturer is pending receipt of the programming system for analysis.